Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire fracture occurred. The lesion being treated was a 90% stenosis of the severely calcified and severely tortuous proximal to mid left anterior descending artery. The lesion was ablated with a 1.25mm and 1.5mm rota burr without resistance during advancement. The physician then advanced a non-bsc microcatheter to the lesion to exchange the rotawire for another guide wire. Difficulty advancing the microcatheter was experienced, but the rotawire was able to be exchanged. However, when the rotawire was removed from the patient, it was noted that about 15cm of the distal portion of the wire was missing. The detached wire was found inside the guide catheter and was successfully retrieved from the patient. There were no reported patient complications and the patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: device was received with the distal spring tip detached. Visual and tactile inspection showed the core wire was fractured 318.7cm from the proximal end. The distal section was not provided for analysis. Outer diameter measurements are within the specifications. The fractured section was analyzed and it was found that the fracture occurred due to a bending overload in a reduced transversal area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire fracture occurred. The lesion being treated was a 90% stenosis of the severely calcified and severely tortuous proximal to mid left anterior descending artery. The lesion was ablated with a 1.25mm and 1.5mm rota burr without resistance during advancement. The physician then advanced a non-bsc microcatheter to the lesion to exchange the rotawire for another guide wire. Difficulty advancing the microcatheter was experienced, but the rotawire was able to be exchanged. However, when the rotawire was removed from the patient, it was noted that about 15cm of the distal portion of the wire was missing. The detached wire was found inside the guide catheter and was successfully retrieved from the patient. There were no reported patient complications and the patient status is good.